Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 05-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the barcode reader was not reading the customer barcode labels but was reading the calibrator labels. The barcode reader had the wrong parameter settings. The fse also found that the barcode reader paper was different and could be a contributing factor. The customer agreed to outsource a different paper for use. The aia-900 instrument is operational. No further action is required by field service. The most probable cause for the internal barcode reader did not read her labels was the barcode reader paper.

Event description:
On (B)(6) 2017, a customer reported that the internal barcode reader did not read her labels on the aia-900 instrument. The customer stated that the barcode reader read with the external reader. When the customer tried to test the instrument, there was a flash of red light but the barcode reader did not read the label. The customer is unable to run patient samples on progesterone (progii), luteinizing hormone (lhii) bhcg reproductive hormones, and estradiol (e2). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for progii, lhii bhcg and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.